Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not clear due to dirty optics lenses dust/stain on lenses just need to clean and fail water leak test from cable tiny pin whole on cable based on the results of the investigation, it is likely the malfunction was due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for a therapeutic procedure, the subject device had a glitchy image and connection had electronic issues. There was no patient involvement.

Event description:
It was reported during preparation for a therapeutic procedure, the subject device had a glitchy image and connection had electronic issues. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.